Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user awoke to find the ilet pump screen cracked, and a replacement pump was arranged with instructions provided for shutdown and return; the user later reported returning both pumps under separate tracking and was instructed to supply the tracking number for the label they generated. Symptoms included no reported clinical effects. Outcomes included no reported impact on health and no alerts or alarms. Investigation included customer interview and coordination for device return logistics. Investigation of this device revealed a damaged display consistent with physical damage to the device exterior, with no evidence of device-generated alerts or functional malfunctions reported. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage due to handling or impact.